Event description:
It was reported the patient received inappropriate shocks from the device. Upon interrogation, episodes of oversensing due to myopotentials were observed as well as the device being in back up mode. Technical support was contacted and device replacement was recommended. The device was explanted and replaced to resolve the event. The patient was stable.